Event description:
Same case as MFR# 6000093-2004-00325, 00327, 00328. Obstructive disease of the lad and lcx. Mild pulmonary hypertension. Elevated pulmonary capillary wedge pressure. Successful stent insertion of the proximal lcx lesion. Successful stent insertion of the mid lcx lesion. Successful stent insertion of the distal 1 lcx lesion. Successful stent insertion of the distal 2 lcx lesion. Unsuccessful thrombectomy, angioplasty and stent insertion of the ostial lad lesion. During this case, the pt had an abrupt vessel closure that was successfully reopened. They required cardiopulmonary resuscitation after the procedure was initiated. The pt had severe hypotension requiring vasopressors and severe hypotension requiring intra-aortic balloon pump insertion. The pt also had respiratory failure requiring endotracheal intubation. Lad continued thrombosed even after ic reopro angiojet. Ostial-prox restenting. Lcx then started to thrombose and entire vessel was stented to retain flow. Outlook grim.